Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendicectomy- "when specimen bag was deployed, the metal arms come right out of insertion tube causing the bag to flop and be unopenable. This has happened before but not reported." The technique of deployment was not available but have been using this device at hospital for 2-3 years. Instruments were used to manipulate the bag after deployment as metal arms would not hold bag up." Additional information received by telephone from customer: when bag was deployed the arms of the bag over extended from the delivery device and the bag fell off. Type of intervention: "second bag had to be opened to retrieve specimen." Patient status - "procedure completed. Length of case extended due to having to use 2nd device."

Manufacturer narrative:
Please reference to MDR# 2027111-2016-00699. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  The exact root cause of the incident remains unknown. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental.